Event description:
Boston scientific received information that, before this implantable cardioverter defibrillator (ICD) was implanted, the right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms with the previously implanted ICD. During the change out procedure, there was damage noted on the ra lead. The ra lead was repaired and remained implanted. The device was explanted and replaced with this ICD. Once the pocket was closed, the pacing impedance measurements again were greater than 2000 ohms with this new device.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.